Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips the device display went partially blank. The patient was being monitored while being given medication. The device was in use on a patient and there was no adverse event to patient or user. The device was evaluated by the customer with assistance from a philips call center representative and it was determined that the display needed to be replaced to return the device to working condition. It was later confirmed with the customer via email that the customer replaced the display and the issue was resolved. After the customer replaced the display, the device passed all testing, and the device was returned to customer use.

Event description:
It was reported to philips the device display went partially blank. The device was in use on a patient and there was no adverse event to patient or user.